Manufacturer narrative:
Correction: h6 impact code. This report is for the same literature article as manufacturer report: 2124215-2024-16316 and 2124215-2024-16320. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal of biophotonics that a study was conducted to investigate whether detective stone autofluorescence, excited by a green aiming beam, is possible via the fiber during fragmentation by continuously recording the fluorescence signal in 12 ureteroscopic (urs) lithotripsy procedures. All procedures were performed by 9 surgeons. Additionally, in all of the procedures a guidewire was placed and fragmentation of the stones was performed using a 365 micrometer core diameter lighttrail single use fiber. The pulse mode of the laser was set to long pulse (pulse duration > 300 micro-seconds) in all procedures except urs no.10 during which burst mode (emission of three pulses greater than or equal to 200 micro-seconds in quick succession) was used. During the procedure, there were four patients that had lateral tissue contact of the fiber during laser emission (urs no.4, urs no.6, urs no.9, and urs no.10). In urs no.4, the fiber slipped off the stone and moved across the guidewire to the vicinity of the ureteral wall. There were no effects on the tissue observed due to this event. In urs no.6, the fiber moved away from the stone after the first infrared (ir) pulse. For the first three ir pulses, the fiber was close to the tissue but pointed toward the stone. After the pulse train, both a crater in the stone, and a small superficial tissue damage (denatured filament) were visible. In urs no.9, the fiber was close to the tissue. When the fiber was moved away from the ureteral wall at the end of the pulse train, it pulled a "tissue filament" with it. Exactly which pulse sent damaged the tissue was unclear. In urs no.10, it is believed the tissue damage occurred during the last ir pulse. There were no additional patient complications reported. This report is for urs no.9.

Manufacturer narrative:
This report is for the same literature article as manufacturer report: 2124215-2024-16316 and 2124215-2024-16320. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported to boston scientific via an article published in journal of biophotonics that a study was conducted to investigate whether detective stone autofluorescence, excited by a green aiming beam, is possible via the fiber during fragmentation by continuously recording the fluorescence signal in 12 ureteroscopic (urs) lithotripsy procedures. All procedures were performed by 9 surgeons. Additionally, in all of the procedures a guidewire was placed and fragmentation of the stones was performed using a 365 micrometer core diameter lightrail single use fiber. The pulse mode of the laser was set to long pulse (pulse duration > 300 micro-seconds) in all procedures except urs no.10 during which burst mode (emission of three pulses greater than or equal to 200 micro-seconds in quick succession) was used. During the procedure, there were four patients that had lateral tissue contact of the fiber during laser emission (urs no.4, urs no.6, urs no.9, and urs no.10). In urs no.4, the fiber slipped off the stone and moved across the guidewire to the vicinity of the ureteral wall. There were no effects on the tissue observed due to this event. In urs no.6, the fiber moved away from the stone after the first infrared (ir) pulse. For the first three ir pulses, the fiber was close to the tissue but pointed toward the stone. After the pulse train, both a crater in the stone, and a small superficial tissue damage (denatured filament) were visible. In urs no.9, the fiber was close to the tissue. When the fiber was moved away from the ureteral wall at the end of the pulse train, it pulled a "tissue filament" with it. Exactly which pulse sent damaged the tissue was unclear. In urs no.10, it is believed the tissue damage occurred during the last ir pulse. There were no additional patient complications reported. This report is for urs no.9.

Event description:
It was reported to boston scientific via an article published in journal of biophotonics that a study was conducted to investigate whether detective stone autofluorescence, excited by a green aiming beam, is possible via the fiber during fragmentation by continuously recording the fluorescence signal in 12 ureteroscopic (urs) lithotripsy procedures. All procedures were performed by 9 surgeons. Additionally, in all of the procedures a guidewire was placed and fragmentation of the stones was performed using a 365 micrometer core diameter lighttrail single use fiber. The pulse mode of the laser was set to long pulse (pulse duration > 300 micro-seconds) in all procedures except urs no.10 during which burst mode (emission of three pulses greater than or equal to 200 micro-seconds in quick succession) was used. During the procedure, there were four patients that had lateral tissue contact of the fiber during laser emission (urs no.4, urs no.6, urs no.9, and urs no.10). In urs no.4, the fiber slipped off the stone and moved across the guidewire to the vicinity of the ureteral wall. There were no effects on the tissue observed due to this event. In urs no.6, the fiber moved away from the stone after the first infrared (ir) pulse. For the first three ir pulses, the fiber was close to the tissue but pointed toward the stone. After the pulse train, both a crater in the stone, and a small superficial tissue damage (denatured filament) were visible. In urs no.9, the fiber was close to the tissue. When the fiber was moved away from the ureteral wall at the end of the pulse train, it pulled a "tissue filament" with it. Exactly which pulse sent damaged the tissue was unclear. In urs no.10, it is believed the tissue damage occurred during the last ir pulse. There were no additional patient complications reported. This report is for urs no.9.

Manufacturer narrative:
Correction: g1 manufacturing site facility name, manufacturing site address 1, manufacturing site city, manufacturing site zip/postal code, manufacturing site country. This report is for the same literature article as manufacturer report: 2124215-2024-16316 and 2124215-2024-16320. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B. Lange, t. Ozimek, j. R. Wiessmeyer, m. W. Kramer, a. S. Merseburger, r. Brinkmann, j. Biophotonics 2023, 16(8), e202300044. Https://doi.org/10.1002/jbio.202300044.